Manufacturer narrative:
Follow-up #1: date of submission 01/04/2016. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: investigators were unable to confirm or duplicate the original complaint; investigation revealed an intact keypad with responsive keypad buttons. Upon removal of the keypad cover, no contamination was observed under the contacts. The keypad flex was fully seated in the connector with the latch closed. However, evidence of moisture was found on the keypad flex.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.